Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. Initially it was extremely hard to put the introducer into the sheath. It seems as if there was no lubricant on the inside and it got even damaged. The issue occurred pre-op at the start of the procedure before inserting into the patient. Changing to another sheath solved the problem. There was no patient consequence reported. The procedure was prolonged 10 minutes as a result of the difficulties encountered with the device. Additional information was received. The problem was during/it got damaged. When they tried to put the introducer into the sheath. The dilator was bent. New sheath resolved the issue. The resistance with sheath was assessed as non reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The dilator damaged issue was assessed as non reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2023, the hemostatic valve was dislodged inside of the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6)2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2023. The device evaluation was completed on (B)(6)2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component, the dilator was inspected, and it was found in good condition. No physical damage was observed. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The resistance with sheath reported by the customer could be related to the dislodged valve issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿dilator damaged¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue and the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿ issue. Manufacturer's reference number: (B)(4).